Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is not warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other similar complaints reported in the lot number. Add'l info was requested on 03/09/2011, 03/11/2011, and 03/28/2011 by phone, fax, and mail. Add'l info was obtained by phone on 03/09/2011. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported that one year following bilateral intraocular lens (iol) implant surgeries, he is seeing circles from the implants day and night and that the light from cars or parking lots make it difficult to drive. He stated that he is struggling to do everyday tasks during the day because of the rings. He was informed by his surgeon he would not be seeing the circles in the implants within a six month period. The consumer also reported that, per his surgeons' instruction, he took a course on the internet that would help him with this issue, but there has been no improvement after 25 sessions of the course. In a phone follow-up, the surgical coordinator stated that the surgeon informs each pt about seeing the circles after implantation. She reported that the pt has dry eye and is currently on dry eye medications. At the last visit, the surgeon noted superficial punctate keratitis (spk) and told the pt this will make the rings more noticeable. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the left eye.